Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The patient was hospitalized with rsv (respiratory syncytial virus) and was diagnosed with chemical peritonitis. The patient was treated with a 10-day course of vancomycin, intra-peritoneally (dose unknown). Dianeal therapy was ongoing. The patient was discharged and recovered from the peritonitis. Same patient as (B)(4). This is report 2 of 2.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number gd893446. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.